Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the programmer screen was cracked and the cursor on the screen was unresponsive to the stylus. The programmer screen was broken but functional. The computer platform (cp) was replaced. Stylus stick was broken and the stylus was replaced. Reloaded and updated software. The programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked and the cursor on the screen was unresponsive to the stylus. There was no patient involvement.